Event description:
It was reported that during an implant procedure, the lead was found to be bent at the distal end out of the box. The lead was not used, and implantation continued using a new lead. The patient outcome was reported as ''doing fine.'' If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of lead model 3387s-40, lot # v931075 showed no anomalies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.